Event description:
It was reported that the patient was never fully dry and got progressively worse. The 4 cm cuff of his artificial urinary sphincter (aus) was removed and replaced with a 3.5 cm one. No information about the patient's outcome was provided.